Event description:
On (B)(6) 2012, the reporter contacted animas alleging that on (B)(6) 2012 she bolused at 641pm 8.35u, with a second bolus at 944pm of 0.75u and a third bolus of 1.3u at 1055pm. The iob-2 is set to 4.0hr duration. During the show results page on the 3rd bolus the pump displayed 0.94u on board. No other intervening boluses during the 641pm to 1055pm time span. The 641pm bolus should've not been registering in the iob calculator. Patient stated a similar event happened approximately two weeks prior the reporter denies any travel, any exposure to xray/ctscan/magnets. There are no blood glucose excursions related to this issue. The patient is on a back-up plan. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged iob-2 calculation issue remained unresolved.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history confirmed that an 8.35 unit bolus was delivered at 6:41 pm on (B)(4) 2012, and that a second bolus was delivered at 9:47 pm on the same date, which was before the 4.0 hour iob duration period was expired. During investigation, the remaining units from the first bolus were added to the second bolus and the duration period was reset. A test was performed with a 10 unit bolus with a duration period of 4.0 hours. After the 4 hour duration period the iob status was 0.00 which was accurately reflected. The iob was found to be functioning properly upon investigation. There was no defect found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.